Event description:
Report received from the USA stating that the device was unable to secure the cutter. Device was used in surgery. There was no patient or user injury, however it is unknown if medical intervention or surgical delay occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot secure cutter" was confirmed. During service, the device failed the "cutter insertion" test. If additional information becomes available, a supplemental report will be sent. (B)(4).